Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board and power switch.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.